Event description:
It was reported to boston scientific corporation that a autotome sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the device had an energization error and would not cut the papila. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.